Event description:
Staff noted sterile glove size 6.5 ripped at the cuff when putting them on. This has happened 5 different times. This also happened with another staff member today when they put on a size 7 gloves.